Manufacturer narrative:
Additional information for supplemental medwatch report 001 -- ventec received a copy of voluntary medwatch mw5111286 which is associated with this investigation. The reporter advised in voluntary medwatch mw5111286 that the date of the event was 6/09/2022. This contradicted what was originally reported to ventec and subsequently reported in initial medwatch report 3013095415-2022-00653. Ventec reached out to the reporter who advised that she believed that the date of the event was, in fact, (B)(6) 2022 and not (B)(6) 2022 as originally reported by ventec in the initial medwatch report. As a result, section b3, date of event, has been updated to (B)(6) 2022 to reflect the new information provided. Additionally, section e4, initial reporter also sent the report to FDA, has been updated to "yes."

Manufacturer narrative:
Ventec received the device for evaluation. Upon initial power up, the device began to continuously reboot by itself. As a result, the reported issue of an unresponsive lcd touchscreen could not be initially confirmed. However, upon opening the device and performing an internal inspection, ventec observed that there was damage on/near an integrated circuit, designator u801, of the control board due to fluid contamination -- likely from the nebulizer relief valve. This area of the control board contains the radial compressor pump control circuitry. Damage to this area would impact both the suction and nebulizer functions because the compressor drives those therapies. As a result, it is likely that the touchscreen was not necessarily failing to read the input from the user, but that the therapies could not activate due to the damage observed on the radial compressor pump control circuitry of the control board. By the time the device arrived at ventec for evaluation, the contaminates had dried and corrosion was visible on the control board. It is reasonable to conclude that the symptoms likely progressed as a result of the damage, resulting in the observed condition of the device continuously rebooting by itself. Ventec also observed significant contamination throughout the device. Ventec replaced the control board to resolve both the reported and observed issues. Ventec also replaced all parts that showed signs of contamination. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported and observed issues was contamination on the control board. The source of the contamination could not be conclusively determined.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. The patient was at a camp when her counselor observed that the display on her bedside vocsn appeared frozen. Personnel were unable to get the touchscreen to respond when trying to utilize the device's suction or nebulizer functions, however, the device continued to ventilate. Personnel then placed the patient on her chair ventilator while they troubleshot her bedside unit. There were no adverse effects to the patient as a result of the reported issue.